Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test, a force sensor bridge occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition and tamper seal was removed/broken on the plunger assembly. Review of the event history log showed an occurrence of "force sensor bridge test." Functional testing involved powering up the device and force sensor calibration. Force sensor test was found at power up and the force sensor could not be calibrated. The investigation determined that a combination of the force sensor and plunder cable were the cause of the reported issue. The force sensor and plunger cable were replaced. Service history review identified this device has not been in for service previously. Corrected data: h6: health effects-health impact.